Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Imagery review revealed one strut bent at the inflow side and it appeared to have punctured through the sheath shaft. The patient's access vessel had presence of tortuosity and calcification. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage because of increased push force. The root causes identified in the technical summary were reviewed and there were three identified to be applicable to the event. The first root cause is a tortuous patient anatomy. This can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, patient access vessel had tortuosity. The second root cause is calcification. This can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, the patient access vessel had calcification. The third root cause is excessive device manipulation/high push force. This can lead to the valve struts interacting with the sheath shaft resulting in strut damage at the valve inflow side. As reported, "2nd delivery system crimped, 2nd valve was advanced into the sheath with strong force. However, advancing was unsuccessful. As the angiography revealed valve frame deformation, the device was withdrawn as a unit." The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3: device not available for return.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, there was difficulty advancing the 26 mm commander delivery system with valve through the 14fr esheath+ as it got stuck on an inguinal ligament. After unsuccessful attempts to advance the system through the esheath+, the delivery system with valve was withdrawn and a decision was made to upsize the esheath+ to a 16fr. As there was no damage observed on the valve, the delivery system and valve were then advanced through the new 16fr esheath+. The system was unable to advance through the 16fr esheath+ as it got stuck at an inguinal ligament again. The entire system was withdrawn, and a new delivery system and valve were prepped. The second system was then advanced through the 16fr esheath+ with more force, but it was unable to advance through the esheath+. An angiography performed revealed the valve frame was damaged. As a result, the entire system was withdrawn as a unit. The esheath+ was also noted to be damaged. A third delivery system and valve were prepped, and a decision was made to use a non-edwards sheath. The delivery system and valve were able to be advanced through the sheath and the valve was implanted successfully. The procedure was completed without any adverse event.